Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the most probable cause of the incompatible scope error -e315 was liquid ingress into the scope connector.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had incompatible scope error -e315. The issue was found during the inspection for use. There were no reports of patient involvement.